Event description:
The clinician reports, that the implant was inserted (B)(6) 2003 in ada 20 of the patient's mouth. On (B)(6) 2019, loss of osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis, mobility and bleeding. No further patient complications were reported.